Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 17074688 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. While opening the sterilized package, the hemostatic valve of the sheath was found detached. Replaced and resolved. The procedure was completed without patient's consequence. Additional information was received on 26-apr-2026. The specific section were the issue was observed was the hemostatic valve and it was broken/cracked. The sheath was not being used on the patient. No needle was involved in the alleged event.

Manufacturer narrative:
Additional information was received on (B)(6) 2026. The hemostatic valve was dislodged inside the hub. The brim cap / hub were not detached from the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).